Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision scheduled for (B)(6) 2014. Asr xl, left, reason(s) for revision : no harm information provided. Update 3 dec 2014. Confirmation received of the surgeons name ((B)(6)) and that the reason for revision was stem loosening. Sending to investigation and requesting patient demographics. Update - received confirmation that revision has taken place. Taken from (B)(6) spreadsheet dated (B)(6) 2014. Update - 30 dec 2014 - scf received. Added pain as a reason for revision. Update - 2 feb 2015 - patient information received. -patient does not run or play any sports. -his activity levels are of a male in the building trade who predominantly drives his employer's van. -consultant quotes 'clinically he has a loose corail stem, with no evidence of infection, in my experience of a type seen when the corail stem is paired with an asr mom big head. Operation note and discharge summary attached. Update - 10 feb 2015 - patient height and weight updated. Update - marked as legal and added (B)(6) number. Taken from (B)(6) email dated (B)(6) 2015.